Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported 2 weeks ago they 'hook it up' to see the battery level of their ins and it was at 70%, last week when they check the battery level again, the ins battery level was still at 70% and today they 'logged' on and the ins was still charge to 70%. Pt stated the stimulator was still on, but it won't let them past from 70% to 100%. Pt mentioned they 'logged' on 3 times today, the first time that the ins was at 70%, it went down to 40% and got back up to 70% without charging it and today when they charged the ins for 15 mins, the ins went up from 70% to 90%. During the call pt was in the recharger application and they got excellent connection and 90% was at 90%. Pt said they know the ins is not at 90% because they only been charging it for 15 to 20 mins. Agent reviewed information. Pt also said that there's no way that their ins could be at 70% for 2 weeks and this morning they turned up their therapy level, they assumed that the battery would go down even more but they are concern if the ins charge level reaches 100%, they are afraid that it's not actually going to be a 100%. Pt stated that they never turn the stimulation off. Pt mentioned that they have an appointment with their hcp on january 7th. Agent reviewed information. Agent instructed pt to monitor the issue and if the issue still persist, they need to reach out to their hcp to further address the issue. No symptoms were reported.